Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 03-feb-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and pulse field ablation test of the returned device were performed. Visual inspection revealed that the loop of the device was broken and internal parts were exposed. The device was connected to the carto 3 system and it was recognized and visualized correctly; however, black electrodes were identified at the system screen, additionally the device was connected to the trupulse generator, and high impedance on the black electrodes were displayed. Due to the loop condition a manufacturing investigation was performed and was found that the root cause of the problem was the positioning and the established lengths for the varipulse d-1412-01-s catheter. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint condition were identified. The contraction issue and sensor issue unknow reported by the customer were confirmed due to the failure identified during the product investigation. The root cause is traced to device design. No further quality action is required. This product issue will be addressed through johnson & johnson medtech's quality system. An internal corrective action has been opened to address manufacturing opportunities related to structural failure correction. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to device design (d01) / component code: tip (g04129) / steering wire (g04121) to the customer¿s reported ¿catheter's loop did not work¿ and ¿catheter sensor error¿ issues. In addition, biosense webster inc. Analysis finding of the ¿positioning and the established lengths¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to device design (d01)) / component code: tip (g04129) / steering wire (g04121) were selected as related to the customer¿s reported ¿catheter's loop did not work¿ and ¿catheter sensor error¿ issues. In addition, biosense webster inc. Analysis finding of the ¿loop of the device was broken and internal parts were exposed.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 16-jan-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and pulse field ablation test of the returned device were performed. Visual inspection revealed that the loop of the device was broken and internal parts were exposed. The device was connected to the carto 3 system and it was recognized and visualized correctly; however, black electrodes were identified at the system screen, additionally the device was connected to the trupulse generator, and high impedance on the black electrodes were displayed. Due to the loop condition a manufacturing investigation was performed and was found that the root cause of the problem was the positioning and the established lengths for the varipulse (B)(6) catheter. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The contraction issue and sensor issue unknown reported by the customer were confirmed due to the failure identified during the product investigation. The root cause is traced to manufacturing process. No further quality action is required. This product issue will be addressed through johnson & johnson medtech's quality system. An internal corrective action has been opened to address manufacturing opportunities related to structural failure correction. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter for which biosense webster¿s product analysis lab (pal) identified the loop of the device was broken and internal parts were exposed. Initially it was reported that the catheter's loop did not work in neither of them. One of them, when connected, showed the 'catheter sensor error'. They switched off and on the patient interface unit (piu) and the trupulse. They changed cables (trupulse to catheter, piu to trupulse). They changed the catheter twice and the third one worked. No patient consequence. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-nov-2025, observed the loop of the device was broken and internal parts were exposed. The event was originally considered non-reportable, however, bwi became aware of the loop of the device was broken and internal parts were exposed on 12-nov-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 28-jul-2025. Following j&j medtech procedures, a visual inspection and pulse field ablation test of the returned device were performed. Visual inspection revealed that the loop of the device was broken and internal parts were exposed. The device was connected to the carto 3 system and it was recognized and visualized correctly; however, black electrodes were identified at the system screen. Additionally, the device was connected to the trupulse generator and high impedance on the black electrodes were displayed. Due to the loop condition, a manufacturing investigation was performed and was found that the root cause of the problem was the positioning and the established lengths. Devices manufactured with this part number, due to having shorter lengths, were more prone to complications during contraction, as they could deform in the loop, potentially exposing the contraction puller wire. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The contraction issue and sensor issue reported by the customer were confirmed due to the failure identified during the product investigation. The root cause is traced to manufacturing process. No further quality action is required. An internal corrective action has been opened to address manufacturing opportunities related to structural failure correction. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: tip (g04129) / steering wire (g04121) to the customer¿s reported ¿catheter's loop did not work¿ and ¿catheter sensor error¿ issues. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: tip (g04129) / steering wire (g04121) were selected as related to the customer¿s reported ¿catheter's loop did not work¿ and ¿catheter sensor error¿ issues. In addition, biosense webster inc. Analysis finding of the ¿loop of the device was broken and internal parts were exposed.¿ investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: tip (g04129) / steering wire (g04121) were selected as related to the customer¿s reported ¿catheter's loop did not work¿ and ¿catheter sensor error¿ issues. In addition, biosense webster inc. Analysis finding of the ¿positioning and the established lengths¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).